Event description:
It was reported that asymmetric lens vaulting was noted post lens implantation. The surgeon explanted the lens. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
The lens has been discarded and is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.